Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The foot extension was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800's foot extension would not lock into place. There was no adverse patient involvement reported. There was no patient information reported.